Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Dcm reported via phone call that insulin pump was set to beep but the pump was not beeping. The customer blood glucose level was unknown at the time of incident. The customer also stated that programmed basal rates had been apparently cleared. Troubleshooting was performed. The insulin pump will not be returned for analysis.